Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver was overheating. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log did not find any errors on the date of event. The receiver case was opened for further evaluation. An interior inspection was performed and passed. The reported event of an overheating receiver could not be confirmed. A root cause could not be determined.